Event description:
While implanting a ventricular pacemaker lead, the tying sleeve was lost. Surgeon states, "although I cannot say I saw the tying sleeve before, one must presume that it slipped off the distal end of the lead and was trapped in the soft tissue or entered the circulation." The patient was asymptomatic. An attempt was made to snare the lead, and thereby retrieve the tying sleeve but this failed. The patient went to interventional radiology where another unsuccessful attempt was made to locate the tying sleeve. The patient was examined the next day and discharged stable and asymptomatic. The tying sleeve is not radiopaque and could not be visualized on film.